Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye because the patient was unhappy with the results. A competitor iol was implanted as replacement (same diopter). There was no additional surgical or medical intervention required and no patient injury. It is unknown how the patient is doing post-operatively. The explanted iol was discarded. No further information was provided.

Manufacturer narrative:
Date of event: unknown, requested but not provided. The best estimate date is between feb 21, 2022 and mar 14, 2022. Establishment name: unknown, not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.